Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from a patient reporting that they woke up feeling like there were particles going into her throat, resulting in coughing and choking on multiple occasions while using the device. The patient also reported that they went to the emergency room for a stroke in 2020 and was in the hospital for a week. The patient reported that she "still has sleep apnea and pulmonary hypertension." The patient reported that they just found out that their device was recalled. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from a patient reporting that they woke up feeling like there were particles going into her throat, resulting in coughing and choking on multiple occasions while using the device. The patient also reported that they went to the emergency room for a stroke in 2020 and was in the hospital for a week. The patient reported that she "still has sleep apnea and pulmonary hypertension." The patient reported that they just found out that their device was recalled. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box g and box h has been updated/ corrected.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from a patient reporting that they woke up feeling like there were particles going into her throat, resulting in coughing and choking on multiple occasions while using the device. The patient also reported that they went to the emergency room for a stroke in 2020 and was in the hospital for a week. The patient reported that she "still has sleep apnea and pulmonary hypertension." The patient reported that they just found out that their device was recalled. The previous report was initially submitted as adverse event only. Following reassessment on 03-mar-2026, this report has been updated to adverse event/product problem(both) the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed